Event description:
A surgeon reported having two pts with negative dysphotopsia following intraocular lens (iol) implant surgery. The pts seem to be tolerating the photic issue and are seeing very well. Additional info has been requested. There are two medical device reports associated with these events. This report is for the second pt.

Manufacturer narrative:
The product has not been received for eval; the device remains implanted. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested 11/09/2010, 11/11/2010 and 11/23/2010 by phone, fax and mail. Additional info was received 11/09/2010 by phone. A completed questionnaire has not been received. (B)(4).